Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy surgery, while transecting the tissue, the stapler was difficult to release and open. Another handle and reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument shaft may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.